Manufacturer narrative:
Data reviewed for session start 12/18/2012 thru (b)((4) 2012. Data confirms intermittent out of range/antenna icon as evidenced by gaps in transmission. Product returned received for transmitter. Product investigation concluded that the transmitter was defective.

Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.